Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced needle retraction was difficult to activate. The following information was provided by the initial reporter: it was reported by the nurse that they are having issue with 24 g IV insyte-n autoguard winged IV catheters from bd. Their current 24 g IV catheters are very difficult to slide the catheter off the needle into the vein and difficult to retract into the hub. The nurses had been loosening the catheter from the needle prior to placement for dome tome however, this particular set of 24 g IV catheters seems to be more stuck and harder to separate. A nurse reported that it took 7 seconds for the needle to retract into the safety hub of the IV catheter when the button was depressed today. The nurse is unsure if this lot number or if it is a larger issue. Nurse provided ref number 381511 and lot number 2146599. Email from nurse states we're having an issue with our 24 g IV insyte-n autoguard winged IV catheters from bd. Our current 24 g IV catheters are very difficult to slide the catheter off the needle into the vein and difficult to retract into the hub. The nurses had been loosening the catheter from the needle prior to placement for dome tome however, this particular set of 24 g IV catheters sees to be more stuck and harder to separate. A nurse reported that it took 7 seconds for the needle to retract into the safety hub of the IV catheter when the button was depressed today. I'm unsure if this lot number or if it is a larger issue. Nurse provided ref number 381511 and lot number 2146599.

Manufacturer narrative:
H6: investigation summary: the photograph provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. The photograph displayed the top web of the label only indicating the reference number and lot number. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced needle retraction was difficult to activate. The following information was provided by the initial reporter: it was reported by the nurse that they are having issue with 24 g IV insyte-n autoguard winged IV catheters from bd. Their current 24 g IV catheters are very difficult to slide the catheter off the needle into the vein and difficult to retract into the hub. The nurses had been loosening the catheter from the needle prior to placement for dome tome however, this particular set of 24 g IV catheters seems to be more stuck and harder to separate. A nurse reported that it took 7 seconds for the needle to retract into the safety hub of the IV catheter when the button was depressed today. The nurse is unsure if this lot number or if it is a larger issue. Nurse provided ref number (B)(4) and lot number 2146599. Verbatim: email from nurse states we're having an issue with our 24 g IV insyte-n autoguard winged IV catheters from bd. Our current 24 g IV catheters are very difficult to slide the catheter off the needle into the vein and difficult to retract into the hub. The nurses had been loosening the catheter from the needle prior to placement for dome tome however, this particular set of 24 g IV catheters sees to be more stuck and harder to separate. A nurse reported that it took 7 seconds for the needle to retract into the safety hub of the IV catheter when the button was depressed today. I'm unsure if this lot number or if it is a larger issue. Nurse provided ref number (B)(4) and lot number 2146599.